Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This device is an eeg monitor that includes the psi, a propietary computed eeg variable that is related to the effects of anesthetic agents. The device is labeled for use in conjunction with other indicators of the patient's state in the delivery of anesthetic.

Event description:
The customer contact reported inaccurate readings; subsequently, the patient was treated based on the readings. In surgery with the eeg electrodes in place, the patient was placed face down and given 2.5 liters of fluid which reportedly collected in the patient's face, head, and chest. After an unspecified length of time during the surgical procedure, the patient state index (psi) reportedly increased in numbers, indicating the patient was coming out of the sedation. The patient was treated with unspecified bolus doses of fentanyl and propofol, and an unspecifed anesthetic gas. A continuous delivery of fentanyl was increased from a rate of 75mcg/hr to a rate of 125mcg/hr. After an unspecified length of time, the nurse anesthetist was alerted that the patient's EKG pacing was being interpreted by the monitor as the patient's psi; therefore, the patient was not coming out of sedation. The unspecified anesthetic gas and continuous fentanyl deliveries were then titrated down. Twenty five minutes after the completion of the six hour surgery, the patient was awake and moved all extremities. There were no reported adverse patient effects. No medical interventions were necessary. Though requested, no additional information was provided.